Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse, correction of rectocele and cystocele with concurrent cystoscopy and secure total extraperitoneal sacrocolpopexy. It was noted that the patient consents to procedure despite knowledge of significant obesity and risk for recurrence. It was also reported that patient underwent mesh revision/removal on the (B)(6) 2007 and (B)(6) 2010. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced dyspareunia, urethral obstruction, and partial large bowel obstruction secondary to mesh. It was also reported that the patient underwent removal of mesh, and release anterior leading edge anterior mesh, division of posterior mesh with reattachment of distal mesh, and posterior perineorrhaphy on 10/30/2007. It was reported that patient underwent removal and resection of intersection battery along with concurrent upper endoscopy on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and bleeding.